Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparotomy and lower anterior resection, the device did not completely seal the tissue being worked upon. The generator provided an end tone, indicating a completed seal cycle had occurred. The surgeon performed manual suturing to complete the sealing. There was no pt injury.